Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that during an implant procedure, during defibrillation testing, the implantable cardioverter defibrillator (ICD) did not detect ventricular fibrillation (vf) and therefore, did not provide appropriate treatment. The patient was externally defibrillated and vf was converted. This ICD was not implanted and another ICD was used to complete the procedure. No patient complications have been reported as a result of this event.